Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while setting up the reload, the powered stapler indicated excessive tissue thickness even though a tissue was not in between the jaws. The jaws were also unable to close completely. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the video depicted a reload attached to a powered handle, clamshell, and adapter. The handle displayed the clamp test screen. The jaws started to close. The camera was moved back to the handle screen. The handle changed to the attach reload screen. The handle changed to the clamp test screen. The handle changed to the excessive load screen. The handle changed to the attach reload screen. In the returned image, it was seen that there was a reload. The jaws were open. No staples or staple pushers were protruding from the staple cartridge. A sticker on the reload listed the lot number. Visual inspection of the return device noted that the reload was had a full staple complement. The jaws were open. The articulation flag was damaged. During functional testing, the reload was loaded into a representative powered handle. Clamp test was initiated, and an excessive force message was displayed on the screen. The reload was loaded into a representative manual handle. The reload was clamped and unclamped. A manufacturing assessment concluded that the reload failed to load properly because the flag of the articulation rod did not fully engage with the articulation link in the manual stapler or similar powered system, which was required to lock both components in place. It was reported that excessive load was detected during use and that the powered stapler was unable to perform the clamp test. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each d evice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d10, g3 correction: h6 d10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while setting up the reload, the powered stapler indicated excessive tissue thickness even though a tissue was not in between the jaws. Another reload was used to complete the case. There was no patient injury.